Manufacturer narrative:
Investigation summary: bd received eighteen (18) samples and two (2) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for tube damaged and leakage with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for tube damaged and leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there was leakage due to defective tubing. Customer complains that "defects observed in the product tubing prevents them from performing blood draws. We have experienced quite a few mishaps where we have used them and the tubing leaks and we are unable to draw blood. Upon further inspection we noticed defects in the tubing. "

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) push button blood collection set experienced failure of product to contain blood/medication. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there was leakage due to defective tubing. Customer complains that "defects observed in the product tubing prevents them from performing blood draws. We have experienced quite a few mishaps where we have used them and the tubing leaks and we are unable to draw blood. Upon further inspection we noticed defects in the tubing. "